Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient said the ins is no longer functioning. No symptoms were reported. Patient services reviewed MRI information and caller was redirected to follow up with healthcare professional to interrogate device and determine MRI eligibility.